Manufacturer narrative:
Care is required when using the 2fr v-cath PICC. Investigation is needed to clarify the insertion circumstances.

Event description:
"The stylet pierced the catheter 1.5 cm from the catheter tip while the physician was placing the catheter in the baby."